Event description:
It was reported that (1) hp053 was used during a laparoscopy procedure. It was reported by the affiliate that the instrument emitted an error alarm. Opened another device to complete the case. No adverse pt outcome.